Manufacturer narrative:
Correction section g3 - awareness date should had been 11 feb 2025, rather than 12 feb 2025.

Event description:
New information received notes that the right ventricular (rv) lead had failure to sense.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.